Event description:
The customer reported that the pt received a burn during a procedure. The degree and treatment of the burn is unk, although the surgeon described it as a small 2 mm defect. An unk type flat laparoscopic l-hook was in used with the generator. The settings on the generator were coag 35 watts and cut 1 watt. The surgeon stated that it seemed like the output was greater than the settings. No add¿l info was obtainable from the site.

Manufacturer narrative:
(B)(4). The return of the incident generator has been requested. To date it has not been received for eval. Add¿l questions in regard to the incident have also been asked. If the unit is received or if add¿l info pertinent to the incident is obtained a f/u report will be submitted.